Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the reports were received from various locations indicating nursing staff were unable to see medications that had already been verified on the station. A technical support specialist (tss) identified ongoing message processing errors related to missing or invalid data elements (rxordermsgcomponenttypenotprovided, rxordermsgscheduleinvalid, and adtmsgadmitdaterequired). Tss review of logs confirmed these errors were due to missing fields in inbound xml messages. Interface heartbeat checks showed communication was active, but inbound facility records indicated unresolved delays for houston methodist ambulatory surgery center. Pes settings revealed auto critical override thresholds set to 15 minutes for active directory (adt) and pis processing delays, and the last message received aligned with the reported delay. The issue was determined to be related to message content and es version limitations (es 1.7.4), with the known ¿non current¿ issue resolved in es 1.11.1. Iest was consulted to review message format, and findings were discussed with information technology (it) pharmacy during the wrap up meeting. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, nursing staff could not see medications that had already been verified on the stations. The medications were also missing from the server, and pharmacists had to reverify the orders for them to reappear. Not all orders were affected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.